Manufacturer narrative:
The partial strands of suture returned were broken however, the exact cause for this condition could not be reliably determined.

Event description:
During a carotid procedure, the suture broke while being passed tissue. The surgeon applied another product. The hosp reported that no pt injury had occurred.